Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as not manufacturing lot number has been provided by the complainant.

Event description:
During surgical procedure to remove the long-term hemodialysis catheter, the cuff became loose from the actual catheter itself. This caused difficulty in removing the catheter for the surgeon and increased risk of foreign body remaining in the pt.